Event description:
It was reported that poor r waves were detected on the device. The device was repositioned to multiple locations, but r waves were continuously measured low. The case was ultimately abandoned with the patient in stable condition. No other issues were reported. There were adverse health consequences to the patient. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of device sensing problem was not confirmed. The device was received from the field with battery voltage above the elective replacement indicator (eri) level. Analysis of device image indicated the device was within the normal range of operation. Further analysis performed, including sensitivity test exhibited normal device characteristics without any anomalies contributing to the reported event. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.